Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was transferring new dario strips into the old dario strips cartridge. Dario's user guide states in the section storage and handling: "do not transfer test strips from one cartridge to another". During the troubleshooting steps, the user refused to continue troubleshooting with dario's representative and was not willing to give us any additional information to further investigate this matter. The high bg readings may have been due to the misuse of strips. There is not enough information regarding the old dario strips and meter to investigate. No resolution is available.

Event description:
On (B)(6) the user contacted dario to report high blood glucose (bg) readings.due to the high readings, the user went to her doctor who increased the dosage of her three medications: metformin, farxiga, and nateglinide. The user reported readings within the range of 172 mg/dl to 250 mg/dl with her dario meter compared to a reading of 102 mg/dl with her non-dario meter. The user also reported that her doctor has now decreased the metformin dosage since the non-dario meter read 102 mg/dl.